Event description:
Facility reported an internal blood leak (6th use). Estimated blood loss 250cc. No medical intervention. The sample is available for examination. Preincident hematocrit 34.8, postincident hematocrit 32.4. Medwatch filed on bloodloss.